Event description:
It was reported that device was removed and replaced due to no pacing output. The rv lead was attempted to be implanted but was not used due to patient anatomy. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies were found. (B)(4) the full lead was returned and analyzed. No anomalies were found. Blood was present in/on the helix mechanism and the proximal conductor was distorted; lead damaged at implant.